Event description:
(B)(4). From (B)(6) 2014 to (B)(6) 2016 (when I had the essure removed), weight gain, inability to lose weight, fatigue, hair loss, diagnosed with narcolepsy, (B)(6) 2015 with no improvement on medications, chronic infections, skin rashes, memory issues- feeling foggy, joint pain.